Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4318 batch/lot number: 38380705 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced radicular pain following the implant procedure. During the implantation of the percutaneous leads, the leads repeatedly migrated laterally. Although the lead was anchored, it again shifted laterally toward the right pedicle after anchoring. Due to concern that the lead position could continue to cause or worsen the patients radicular symptoms, both physicians elected to explant the entire system. The patient was doing well postoperatively. The facility indicated that the explanted product will not be returned, as it is routinely collected and sent to a pathology laboratory.